Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose 600 mg/dl. This was caused by a bent cannula. The customer also reported a no delivery alarm. The customer stated she would call back to provide further details.